Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Blood was found on the device, but the formed needle was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined. A kink was observed on the exposed portion of the cannula. It is unknown when or how the kink occurred. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Fluid exited the fluid path with no issues upon rotation of the ratchet gear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 270 mg/dl. The pod was worn between 36 and 48 hours on the leg. Hyperglycemia treated with a new pod.